Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: (B)(6) 2010, inratio: 1.1, 1.2; lab: 2.5. Pt's target range: 2.0-3.0 inr. Pt had issues about two weeks before where meter was giving 'not enough sample' and qc errors, but this was with a different lot of strips (did not provide lot number). Since he started using this new lot of strips, he is getting low results compared to the lab. Pt has been on coumadin for years. He has had no change in diet or medication, no history of cancer or anemia and not on dialysis. He is not taking heparin or lovenox.

Manufacturer narrative:
Investigation pending.